Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed to display the patient's blood pressure during use. No harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was not able to duplicate the issue the customer experienced. Fiber optic test show no fos errors with a measurement of 26/108. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. Returned unit to customer for use.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, h2, g6, h11. Corrected field: g3. In the initial emdr the g3 (date received by mfg) field was left blank in error, it has been populated in this follow up emdr 1.

Event description:
Na.